Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging was she was unable to test because her unknown onetouch meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. Three weeks prior to contacting lfs, the patient reported the alleged issue first occurred. The patient reported using a combination of medications include glyburide 500mg 4 times a day, januvia 100mg, once a day, and lantus 35units in the morning. The patient reported obtaining a "120mg/dl" reading which she believed was high, 1 week prior to contacting lfs. The patient reported treating herself with lantus insulin (unknown dose, and time). The patient reported 4 days after the high symptoms occurred she obtained a reading of "50mg/dl" and treated herself with candy. The patient reported 1 week prior to contacting lfs, she developed symptoms of "blurry vision and shakes." It is unknown if the patient attributes these symptoms to high or low blood glucose. The cca was unable to troubleshoot the alleged issue with the patient since she did not have testing supplies available. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue and developed symptoms suggestive of a serious injury and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.